Event description:
Patient presented to the physician with an abscess at the chest incision. Physician prescribed antibiotics. Patient presented back to the physician with continued infection. Physician prescribed intravenous antibiotic. Infection continued. Physician explanted the components. This resolved the issue.